Event description:
It was reported that a revision surgery was performed due to patient experiencing anterior knee pain, reduced extension rom and quads fatigue. Surgeon downsized poly insert from 11 to 9 and resurfaced the patients patellar.

Manufacturer narrative:
It was reported that a revision surgery was performed due to anterior knee pain, reduced extension rom and quads fatigue. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.